Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm during rewind. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The device alarmed motor error during rewind due to motor encoder signal out of phase. Pump passed the stop current and run current tests. Unable to perform the self- test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump had minor scratched display window noted.